Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion. When the device was remove d from the patient's body, the distal edge of the stent was found lifted. The procedure was completed with another 4.0mm/20mm synergy des. No patient complications were reported.